Manufacturer narrative:
The technician found oil around the foot hi/low up valve. The replaced the valve to repair the bed.

Event description:
Information received indicates the beds hi/low function is drifting.